Manufacturer narrative:
Age at time of event: 18 years or older. Evaluated by MFR.:the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05233. It was reported that a burr became stuck on the wire the 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 2.00mm rotalink¿ plus and a rotawire were selected to treat the target lesion. After a wire was replaced with a rotawire, the physician encountered small resistance when the rotaburr was delivered to the proximal lesion. After ablation was performed successfully, the physician removed the burr; however, resistance was again encountered and was noted that the burr got stuck on wire. The bur and the rotawire were removed together. The procedure was completed with this device. No patient complications were reported and the patient's status was good.